Event description:
It was reported that cardiosave intra aortic balloon pump had autofill failure and opticle fiber cannot be calibrated, there was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9(return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked error and fault logs. Performed many preliminary visual vacuum and pressure line checks, and tests. Problem found, he manifold k3 failing pressure tests. As per service manual, he reservoir assy needs replaced. On 08-28, fse replaced he reservoir assy. Performed many manifold he reservoir tests. All tests pass. Device passed all functional and safety tests per manufacturer specifications. Unit cleared for use. The failure analysis and testing dept. Received with a reported unit failure of the autofill failure and cannot calibrate fiber optic. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure can be confirmed for this part. The fiber optic calibration failure is unrelated to this part as well. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a

Manufacturer narrative:
Updated fields - a2, a3a, a4, b4, g3, g6, h2, h6 (health effect ¿ clinical code).